Event description:
It was reported that the device had exhibited charge time and long charge errors while the patient had an episode of ventricular tachycardia. Therapy was delayed for 73 seconds and the device did not provide the shock to convert the patient. The patient did not suffer and adverse events. The patient is having an ablation for treatment for their underlying condition. No additional adverse events were reported.